Event description:
It was reported the patient's system was explanted.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event: product family: scs, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000076173.

Event description:
It was reported the patient experienced ineffective stimulation. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead resulted in ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.